Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the circumflex. Four days post procedure, the patient suffered heart failure and died (non-sudden cardiac death). The investigator assessed event as not related to device but possibly related to anti-platelet medication. The sponsor assessed event as not related to device or anti-platelet medication but possibly related to procedure.

Manufacturer narrative:
Cec assessed the event as death cardiac death - died from progressive heart failure. If information is provided in the future, a supplemental report will be issued.